Event description:
The caller reports that the customer obtained the blood glucose result of 334 mg/dl on the accu-chek system. She dosed herself with 10 units of insulin (unk type). One hour later, the customer obtained a 87 mg/dl (same system). She then ate an english muffin with sugar free jam. This was a larger than normal snack for the customer. One hour and nineteen minutes after the 87 mg/dl blood glucose result, the customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 216mg/dl, 99mg/dl, and 107mg/dl. No reported actions taken or treatment rendered. No adverse event reported. The customer is on home dialysis. Reference medical judgement on dialysate solution. New system sent and return requested.